Event description:
Add'l info rec'd from MFR 1/20/04: at this time, the info available to st jude medical does not indicate this event meets the reported criteria for a medical device report (MDR). The criteria for this decision are as follows: 1. An angio-seal vascular clsoure device was implanted to close the femoral puncture site following a diagnostic catheterization procedure. The device functioned appropriately and hemostasis was achieved. The device remained implanted. 2. An unspecified number of weeks post-procedure, the pt presented with reports of "discomfort and a knot at the groin site". No course of treatment was identified and no medical or surgical intervention was indicated. 3. Pain is considered to be personl, subjective experience involving sensations and perceptions which may pr may not be the result of tissue damage or physical injury. Pain is influenced by genetic, biochemical and other factors. 4. The angio-seal pt info guide suggests pt guidelines for early post-procedure site care and activities. The pt is informed that may feel a "pea size" lump and/or note mild tenderness in the groin area. 5. At this time, st jude medical has received no other reports of field events involving lot no 03da72. St jude medical does not feel a report of discomfort meets the manufacturing reporting requirements as identified in 21 cfr 803.50.

Event description:
Add'l info rec'd from MFR 1/19/04: an angio-seal vascular closure device was implanted to close the femoral puncture site following a diagnostic catheterization procedure. The device functioned appropriately and hemostasis was acheived. The device remained implanted. An unspecified number of weeks post-procedure, the pt presented with reports of "discomfort and a knot at the groin site." No course of treatment was identified and no medical or surgical intervention was indicated. Pain is considered to be a personal, subjective experience involving sensations and perceptions which may or may not be the result of tissue damage or physical injury. Pain is influenced by genetic, biochemcial and other factors. The angio-seal pt info guide suggests pt guidelines for early post-procedure site and care activities. The pt is informed they may feel a "pea size" lump and/or note mild tenderness in the groin area. At this time, st jude medical has received no other reports of field events involving lot no #03da72. St jude medical does not feel a report of discomfort meets the manufacturing reporting requirements as identified in 21 cfr 803.50.

Event description:
Physician used angioseal for vascular closure after diagnostic cath. Physician assisted by rep from vendor as physician in process of being "checked off" to use this device. Pt complained of discomfort and a knot was noted at groin site weeks after procedure on follow up visit. Pt says they have missed work due to discomfort.